Event description:
During the procedure, the proximal portion of the delivery catheter detached. The detached distal portion of the shaft remained on the guide wire that was withdrawn, and the shaft was retrieved without any further problems. The procedure was successfully completed. No add'l info was available.